Event description:
An incompatible device issue was reported with an abbott diabetes care (adc) application in use with a samsung sm-j610fn phone with android version 10 operating system. Customer received an "incompatible device" message and was unable to monitor glucose with sensor readings. As a result, the customer experienced a loss of consciousness and "improved without any treatment"; no third-party or self-treatment reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The freestyle librelink complaint was investigated and determined that there were no issues with the librelink application that would have led to the complaint. The user reported slow response when scanning using the freestyle librelink app. Attempted to replicate the user¿s complaint using similar configurations of samsung galaxy s9 (android 10, 2.8.4.9335) and the user complaint could not be replicated. Therefore, issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An incompatible device issue was reported with an abbott diabetes care (adc) application in use with a samsung sm-j610fn phone with android version 10 operating system. Customer received an "incompatible device" message and was unable to monitor glucose with sensor readings. As a result, the customer experienced a loss of consciousness and "improved without any treatment"; no third-party or self-treatment reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date "two weeks ago" prior to when abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.